Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range high voltage impedance was observed. Multiple out of range measurements were reproducible in clinic. These measurements likely indicate lead damage. Lead replacement will take place when the device reaches eri. The patient did not experience any adverse consequences.